Event description:
Chest tube being used on patient with 20cm wall suction. The chambers were properly filled. Air leak chamber was bubbling and the suction chamber was not, even when wall suction intensity changed. All connections were checked for leaks. A new pleur-evac was used and immediately chest tube functioned properly without changing the suction setting. The patient was not harmed.